Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation. Xray was taken and showed that leads had migrated. The patient underwent a lead revision procedure.